Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspected to be fractured and exhibited oversensing of noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.